Manufacturer narrative:
Initial reporter phone: (B)(6). A review of the device history record was performed which confirmed no inconsistencies (method code). There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review identified one additional complaint for this lot number on file. The returned burr assembly was evaluated for shedding. It was observed that the inner blade was abraded approximately 1/2" from the sluff chamber and adjacent to the end of the outer tube when assembled. The adapter body of the outer assembly was observed to have sustained some deformation where the outer tube is inserted into the polycarbonate. There were also cracks present in the adaptor body. Examination of the end of the outer tube, adjacent to the inner tube scoring, revealed that the wall of the tube was ground to a fraction of the original wall thickness. This is typically seen on devices that have been operated while a lateral load is applied to the device. The grinding of the outer tube with the inner tube caused debridement of the inner tube resulting in shedding. The root cause for incidence was determined to be user error. (B)(4).

Event description:
It was reported during an unknown surgical procedure that the 4.0mm elite stone cutter burr left fillings in the articular during surgery. The surgeon managed to remove the filings by using another shaver blade. The issue created a minimal surgical delay and the procedure was completed without issue.